Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download showed perceived no/intermittent audio due to screen wake-up found in the log within the investigation window. Performed manual sound test "try it" feature: passed. Receiver functional tester: passed all relevant testing. Open receiver case for internal visual inspection: passed. Perform global receiver communication tool sound intermittent test: passed. Measure the speaker resistance. Speaker resistance within specification, 7.37 ohms. The customer's complaint was not confirmed because there is no indication of intermittent audio output detected. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.